Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: according to the information received that "it was reported that on (B)(6) 2025 the patient had a fractured tibia, and surgeon chose to fix with a tibia nail advanced. Initial steps were completed without incident. When surgeon went to put down ball tip guidewire, the t handle chuck broke (393.10) on the ball tip guidewire. Another ball tip guidewire was opened along with another t handle chuck. While putting the second ball tip guidewire down, the second t handle chuck broke. Surgeon was able to remove the broken t handle from the guidewire. A third t handle chuck was opened. Surgery completed successfully. The surgery was 5 minutes delayed due to the reported event. Additional instruments and sterile items were opened.¿ this complaint involves one (1) device. The product was returned to medtech orthopedics; photos were provided for review. The photo investigation revealed that ¿393.10, universal chuck with t-handle¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the universal chuck with t-handle would contribute to the complained device issue. Based on the investigation findings, universal chuck with t-handle was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The customer reported ¿it was reported that on (B)(6) 2025 the patient had a fractured tibia, and surgeon chose to fix with a tibia nail advanced. Initial steps were completed without incident. When surgeon went to put down ball tip guidewire, the t handle chuck broke (393.10) on the ball tip guidewire. Another ball tip guidewire was opened along with another t handle chuck. While putting the second ball tip guidewire down, the second t handle chuck broke. Surgeon was able to remove the broken t handle from the guidewire. A third t handle chuck was opened. Surgery completed successfully. The surgery was 5 minutes delayed due to the reported event. Additional instruments and sterile items were opened. There was patient status/ outcome / consequences.¿ the repair technician reported handle broken off, dented handle, instrument stuck in device, device failed in cosmetic test. The item is not repairable per the inspection sheet. The cause of the issue is faulty part. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot part # 393.10 synthes lot # 4678741 supplier lot # a8nb439 release to warehouse date: 05 nov 2003 expiration date: na supplier: (B)(4) no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the patient had a fractured tibia, and surgeon chose to fix with a tibia nail advanced. Initial steps were completed without incident. When surgeon went to put down ball tip guidewire, the t handle chuck broke (393.10) on the ball tip guidewire. Another ball tip guidewire was opened along with another t handle chuck. While putting the second ball tip guidewire down, the second t handle chuck broke. Surgeon was able to remove the broken t handle from the guidwire. A third t handle chuck was opened. Surgery completed successfully. The surgery was 5 minutes delayed due to the reported event. Additional instruments and sterile items were opened. There was patient status/ outcome / consequences.